Manufacturer narrative:
Customer reported cartridge leaking red fluid, however the cartridge was not returned, nor were photos provided. The manufacturing records were reviewed for the gem premier 4000 cartridge cartridge (serial # (B)(6): which demonstrated that the gem premier 4000 cartridge was found to pass all manufacturing and quality assurance (qa) specifications. A review of the complaint database revealed no trend excursion pertaining to the reported failure mode. Therefore, no remedial action required.

Event description:
The customer reported that a gem premier 4000 pak cartridge (cartridge serial number:(B)(6), instrument serial number:(B)(6) was leaking red fluid. Customer used universal precautions to clean leak. There was no operator injury.

Manufacturer narrative:
This is an initial report. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the gem premier 4000 pak cartridge was leaking red fluid.